Manufacturer narrative:
Concomitant medical products: product ID: 37651, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer indicating they received a new antenna but still had coupling issues. They also still used the adhesive discs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 37651 lot# (B)(4). Product type recharger product ID 37791. The recharger was returned. Analysis of the ins recharger (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had been having a difficult time getting coupling boxes when recharging. No patient symptoms or further complications occurred as a result of this event. Patient's medical history includes bronchitis, osteopenia, and occasional botox treatment. Patient's concomitant medication included gabapentin 800 mg, 4 times daily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The coupling issue was stated to be an ongoing problem. The patient reported the first time they had poor coupling was in 2016 maybe. It was reported the patient was having difficulty getting more than 2 bars and was seeing the reposition antenna message the day prior to this report. The patient would get 6-8 bars sometimes, but most of the time had zero bars. It took the patient almost all day to charge from 75% to 100%. Actions taken include rotating the dial and using adhesive discs. It was noted the patient doesn¿t use the harness. The patient also called their doctor¿s office and requested a manufacturer representative (rep) meet her to help. The patient had zero bars when placing the antenna over the ins. An antenna locate was performed and the patient got 6-8 coupling bars, which resolved the issue. The patient noted they could feel the ins and it didn¿t stick out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was experiencing poor coupling. Patient said it could take 8-10 hours to charge. Patient said most of the time they didn't get any coupling boxes. Patient stated they were really lucky to get 4 coupling boxes and lucky if they got 2 boxes. At the time of the call the patient was charging with 4 shaded boxes. Patient said they wished they had sticker adhesive discs. Troubleshooting was done by repositioning the antenna over the ins. This did not resolve the issue, but when the patient applied pressure against the ins the patient got 8 coupling bars, then 6 a little bit after that. Patient services reviewed that it's possible the ins was a little deep, but this was only speculation. The patient asked how they could keep more pressure on it. They then stated they didn't have a recharger harness, so repair was going to send one. There were no further complications reported.